Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report the device displays a message of a defective pad. The patient was involved but there was no adverse patient impact.